Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the device released the clips still opened instead of applying them correctly on the vessel. The clips that have fallen into the abdominal cavity were retrieved and discarded. It is unknown how the procedure was completed. There were no adverse consequences for the patient.